Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Cont e1 zip code - (B)(6).

Event description:
Healthcare professional reported rupture. This record is for unknown side. The device was explanted and replaced.